Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received a result of 273 mg/dl. The normal control range was 98-136 mg/dl. No adverse events were alleged. The customer did not have any test strips left after troubleshooting, so no product will be returned for evaluation.